Event description:
A healthcare professional reported that during surgery the vitrectome did not cut. There was no patient impact. Additional info has been requested, but not received to date.

Manufacturer narrative:
A sample is being returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested, but not received to date. (B)(4).